Event description:
The customer reported that they cannot shut down the ventilator, or touchscreen and power button is not working. The customer reported that the device was being set up for therapy when the issue was discovered. There was no delay to patient therapy as the patient was able to use another ventilator. There was no delay or patient/user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The fse troubleshot the problem by using instructions found on the service manual. The fse noticed that the touchscreen ribbon cable was not seated correctly. The fse then properly seated the ribbon cable and performed tests per service manual. All tests passed.